Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range right ventricular (rv) lead pacing impedance measurements and noise reproducible with isometrics. Tachy therapy was programmed off and a lead extraction will be scheduled. Technical services (ts) was consulted, discussed signs of insulation breach. The health care professional (hcp) mentioned right atrial (ra) lead noise earlier this year with low out of range pace impedance measurements, the ra lead was turned off. The ra lead is a non boston scientific lead. This ICD system remains in service. No adverse patient effects were reported.